Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the original sample was not returned for evaluation. Representative samples were sent from lots 6049673 and 5309662. (B)(4) customer sample were evaluated from batch 5309662 for defective locking of the safety shield. The safety shield completely covered the IV needle with an audible click and remained locked in place. Ten customer sample were evaluated from batch 6049673 for defective locking of the safety shield. The safety shield completely covered the IV needle with an audible click and remained locked in place a review of the device history record revealed no irregularities during the manufacture of the reported lot # 530966 and 6049673. Conclusion. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, 21g 7in tubing. Had a safety mechanism failure, the safety device was activated, but it did not cover the needle completely. No injury or medical intervention.